Event description:
It was reported that the handpiece had a greasy coating on it after each autoclave. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the MFR and samples were collected for further analysis. This report will be updated when the eval is complete.